Event description:
It was reported that the patient¿s right side lead, battery, and extension was explanted due to infection. It was noted that the infection had cleared at the time of report, so the patient was reimplanted.

Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), product type extension; product ID 3389s-40, lot # va0j0kk, implanted: (B)(6) 2014, product type lead; product ID 3389s-40, lot # va0exrz, implanted: (B)(6) 2014, product type lead; product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).